Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that the right ventricular (rv) lead was explanted due to a drop in r-wave amplitude from 9mv to 2mv and an increase in pacing threshold measurements. No specific threshold measurements were provided and no adverse patient effects were reported.